Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose and hospitalized. The customer's blood glucose level was 840 mg/dl. The incident happened a month ago. The customer was advised that we will look into his account and the call was disconnected.